Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported the catheter became clogged and was removed; the tip, end point, was found to be tied off. An x-ray taken on may 9, during the placement, showed that the catheter had formed a loop inside the body. It is also mentioned that during placement, the catheter did not advance easily. After pushing and pulling it several times, it was successfully inserted. Blood backflow after placement was minimal. No further information was provided.